Manufacturer narrative:
The device was returned for evaluation and the following was found: the issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken (missing at blue disc retainer). The cause of the issue was a broken flag. This issue will continue to be monitored. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that their automated impella controller (aic) failed to recognize an installed purge disc. The console was swapped with a backup aic to resolve the failure. There was no patient harm.